Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago.

Event description:
It was reported that the patient was experiencing lack of pain relief. The patient underwent an explant procedure. Additional information was received that the explanted device will not be returned. No further information could be obtained despite good faith effort.

Manufacturer narrative:
Exact date unknown, event occurred six months ago.

Event description:
It was reported that the patient was experiencing lack of pain relief. The patient underwent an explant procedure.